Event description:
Infant with arterial blood transducer in place, but it was not reading a waveform well and had trouble drawing from it. It was found to be clotted off during the night and the line was removed. There was no known harm to the patient.